Event description:
Procedure type: colectomy end to side anastomosis. Patient gender: unknown. According to the reporter: after firing the device the tissue was not completely cut and the anvil did not tilt. The surgeon removed the device by cutting patient side and used another device to completed the procedure successfully. No patient injury was reported.